Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and a lost sensor alarm. The customer reported blood glucose at 500mg/dl during troubleshooting for lost sensor. Customer stated she did not lock the quick release after taking a shower and woke up with a high. Customer's current blood glucose was 105mg/dl. Customer was advised to continue monitoring device and call back if issue persists.